Event description:
It was reported on 03/29/2023 by a sales representative via sems that an ar-9545-t15-02 driver is twisted at the tip and an ar-9165cdg baseplate impactor broke off. Case involvement, no patient effect.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One unpackaged ar-9165cdg serial/batch number (B)(6) was received for investigation. No functional test performed due that the baseplate adapted was broken off. Visual evaluation found the baseplate adapted was broken off. The most likely cause for the reported failure can be attributed to wear and tear.